Event description:
The customer reported the system would not complete boot up and displayed a precharge voltage error. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack and charger were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.